Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure alarm. There was no patient harm reported.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. Customer performed repair.